Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Subsequently, a cartridge alarm 25 (removed cartridge alarm) occurred. The customer reported that the cartridge was connected to the pump at the time of the alarm. The customer reloaded the same cartridge and subsequently, a cartridge alarm (cartridge alarm 1 - no pressure change when expected) occurred. The customer's blood glucose level was 398 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.